Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of unintended device activation could not be replicated or confirmed. Based on the evaluation of the returned unit, applied medical is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report reflects the combined initial and final report.

Event description:
Procedure performed: laparoscopic hemi-colectomy rightside. Incident description: translation ame: eb210 gives error message on generator and activates without pressing the button. I have asked additional questions to the customer. Patient status: no patient injury or illness occurred associated with the complaint event.